Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture and physical damaged. Customer's blood glucose was 115 mg/dl. The customer stated that the device was exposed to pool water. The customer stated the she got into the pool and she dropped the device since before, there is a crack on it near the up button and battery compartment. The customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display, error alarm, audio anomaly or display anomaly was noted. The insulin pump had normal operating currents. No damage was noted to the liquid crystal display isolation tape. The insulin pump passed the reset error test and the self test and no reset anomaly was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.